Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. This complaint could not be confirmed by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on december 6, 2023, under manufacturing report number 0001822565-2023-03496. D10 medical devices: articular surface size cd 10 mm height catalog#: 00596403010 lot#: 64859872 stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: j7547692 all poly patella standard cemented size 29 mm diameter 8.0 mm thickness catalog#: 00597206529 lot#: 65479518 customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately two weeks post-implantation due to periprosthetic fracture. No additional patient consequences were reported.